Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the first device was not firing correctly and several clips had to be taken out. The device was catching. The second device clips were not closing correctly. A third device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku, a lot of edema around tissue. Was the clip fully advanced into the jaws prior to firing? First one the clips were not. Was there any torque or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? First device yes, second device was emptied, inside and outside

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out as intended. The device was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was noted to have the tip of the advancer bent; no functional test could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. The clip track proximal flanges/locators were found deformed as a result from an excessive force. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device b additional information: batch # j9042n, expiration date: 12/2016, manufacturing date: 01/2012.